Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system flush port valve was broken. The delivery system outer shaft was kinked/buckled. There was a visual observation with the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The delivery system was returned with the deployment button in the deployed position and the flush valve in the closed position. The outer shaft is kink.buckled at 5 cm from the distal end of the delivery system. There is contrast on the outer shaft located at the distal end of the stability member. The proximal end of the stability member is kink/buckled. The distal end of the flush valve is cracked. It is plausible that the crack in the distal end of the flush valve could let air ingress while aspirating using the syringe. Articulation could not be tested as only a partial delivery system was returned. Medtronic if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system flush port valve was broken. The delivery system outer shaft was kinked/buckled. There was a visual observation with the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. The delivery system was returned with the deployment button in the deployed position and the flush valve in the closed position. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. There is contrast on the outer shaft located at the distal end of the stability member. The proximal end of the stability member is kink/buckled. The distal end of the flush valve is cracked. It is plausible that the crack in the distal end of the flush valve could let air ingress while aspirating using the syringe. Articulation could not be tested as only a partial delivery system was returned. Flush test could not be performed due to only a partial delivery system was returned. Flushing was checked by request at the flush port valve and flush tube to check for leakage. No anomalies of leakage or air bubbles were observed from the crack in the flush port valve while pushing water into the flush port valve and flush tube. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of a leadless implantable pulse generator (ipg), that during aspiration, using the syringe, air ingress into the syringe occurred. This led to the delivery system becoming locked. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of leadless implantable pulse generator (ipg) that during aspiration using the syringe, air ingress into the syringe occurred. This lead to the delivery system becoming locked. The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.